Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging ¿issues with the pump.¿ the patient had elevated bgs with no values or symptoms reported. No additional information was available for this complaint. An attempt has been made to obtain more information regarding this complaint with no success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: during investigation, a review of the pump history showed no activity outside of normal use in the black box or in the alarm history. The total daily doses added up correctly and reflected the programmed basal target. The pump powered on properly and displayed the verify screen. The pump was primed and exercised correctly. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.